Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test display was inserted for testing and was found to function properly. Unrelated to the display issue, testing revealed that the pump's time and date reset to the default settings. The pump was opened to investigate and the internal clock battery on the printed circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).